Event description:
It was reported that during surgical procedure, the fiber stopped working correctly, diminished vaporization occurred and the fiber tip was red. The fiber tip was not cleaned during the procedure. The procedure was completed successfully with a second fiber without patient complications. The fiber was returned, and analysis identified a distal circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber diminished vaporization efficiency and stopped working was confirmed as analysis identified a glass cap distal circumferential fracture. It is probable that the tissue adhesion identified on the metal cap contributed to elevated temperature near the laser beam output window. The increase in temperature near the laser beam output window can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuously elevated temperature can lead to fiber damage, including distal circumferential fracture. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg - 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. Although analysis also identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber cap fusion zone at the bevel edge. The fiber proximal to the fracture could rotate independently of the metal cap. The metal cap exhibited severe charred debris adhesion on its surface, indicative of prolonged tissue contact. The glass cap exhibited severe devitrification at the output window. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted identified that there were no signs of breakage along the length of the fiber. The connector cone, segments, and tabs appeared in good condition and secured. The fiber connector passed the connector segment verification test. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.